Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pace impedance measurements. Boston scientific technical services (ts) discussed that the impedance measurements were in the 300-400 ohm range before recently jumping up to 600 ohms and eventually out of range. It was noted that the patient had recent atrial arrhythmias and that the patient paces 89% of the time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this patient was recently checked in clinic and their lead was tested. It was noted that there was noise observed in unipolar configuration, however measurements were fine and no noise was observed in bipolar configuration. No adverse patient effects were reported.